Manufacturer narrative:
Merge healthcare is investigating the customer's allegation. When information becomes available a supplemental report shall be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information from an account regarding the inability to pull up archived information. It was noted that a laser procedure was unable to be completed by the doctor. On 07/06/2016, follow-up with the eye care professional occurred. The doctor was able to obtain another angiogram on the patient the following day. The procedure was performed successfully and vision loss was prevented. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information in a timely manner for performing procedures. Reference complaint number (B)(4).

Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 07/22/2016. During troubleshooting efforts between the customer and merge technical support, it was found the issue occurred as a result of a system set up on the customer's end (the access to the archive path and stored images was blocked by a locked drive on the account's forum server). The issue was resolved in case (B)(4) once a site visit occurred. Evaluation codes: method: 10-actual device was evaluated; results: 628- communications problem 3201-installation problem; conclusions: 21-cause traced to infrastructure. Corrected data: updated contact office - name/address.